Manufacturer narrative:
The manufacturer has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
Nurse attempted placement of PICC line on an infant with multiple congenital anomalies. During ultrasound guided insertion, a micropuncture needle was advanced into basilic vein; a wire was passed through the needle to the level of the axilla where resistance was met. The needle was removed and a dilator and peel away sheath were advanced over the wire. Dilator and wire were removed, and resistance was met again near axilla. Ultimately nurse was not able to place PICC line. Pt had several cxr for other reasons, and eventually an object was noted in the right axilla, thought to be guidewire fragment. This fragment was removed under general anesthesia and was approx 4 cm in length. Pt tolerated procedure well with no complications.